Event description:
Catheter was placed in the right antecubital. On 5/14/96, nurse arrived to find the catheter broken off inside the hub. Approx. 4" remained outside the insertion site. Catheter was removed per protocol.

Manufacturer narrative:
The catheter tubing at the break site is elongated and appears to neck down length wise. These signs are typical of a tensile break. The IFU states "if the catheter is not properly secured it may migrate or inadvertently be broken." The lot history review showed all sub-assemblies were 100% sorted as part of routine inspection, with some rejections noted. The complaint history review showed 6 other similar complaints - 4 inconclusive due to no product returned and 2 were user-related.